Event description:
The consumer reported using the product for six and a half hours on her lower back. When the patch was removed, there was a burn and skin removal resulting in a shallow ulcer with surrounding erythema. The consumer did not seek medical attention at the time of the incident and saw a dermatologist three days later. He received wound care mgmt and antibiotic treatment for a subsequent infection.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The unused portion of the product has been returned to the MFR. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.